Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing tones from the device. The monitoring voltage was 2.77 volts and the charge time measurements were 14.7 seconds. Subsequently, the device was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(6) 2007) advisory population.